Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving fentanyl and marcaine at unknown doses and concentrations for non-malignant pain. It was reported that the patient had a hard time finding the port with both their first and second pump. The patient stated that their first pump almost flipped over. It was reported that the healthcare professional (hcp) had a hard time finding the port and had to use the ultrasound machine when refilling the pump. The patient didn¿t know when the issue started but said it was a couple of years after it was implanted. The patient stated that they had fallen several times. No symptoms were reported. No further complications were reported.